Event description:
The manufacturer received information from a customer that a garbin evo linde ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not reported to be in patient use at the time of the occurrence. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a customer that a garbin evo linde ventilator inoperative condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not reported to be in patient use at the time of the occurrence. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. New information/evaluation: the garbin evo was returned to the third-party service center for an allegation of " ventilator inoperative, and the customer¿s complaint was confirmed. During the evaluation it was noted that a ventilator inoperative error code in relation to (data in eeprom is corrupt on system/cpu) was recorded in the device event log. In conclusion, the device's system board was replaced to address the issue. The root cause was confirmed. Additionally, error codes were noted in the event log unrelated to the device malfunction. The in-line filter is contaminated and has been replaced. Due to the 4 year preventive maintenance procedure, muffler assembly, air foam inlet filter, particulate filter has been replaced. The device passed all final testing.